Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The ethernet connector was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The ethernet connector was returned to the manufacturer. Functional testing found that the component had a damaged side wall causing connection issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, that while a spin was being transferred to the navigation system the network cable was removed. The image had the correct tag/label, but the bulkhead connector on the navigation system was damaged. Therefore, the site was trying to save the images onto a usb and then manually transfer to the navigation system. While troubleshooting the site chose to abort the use of the navigation system and imaging system. The site used a different imaging system and navigation system. There was delay to the procedure of less than one hour. There was no reported impact on patient outcome.